Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 21680427/7070688.

Event description:
It was reported that the stimulator was not working for the patient. All components were explanted and will not be returned.